Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated with the 2.5x12mm apex balloon with two inflations and rota-ablation was performed due to severe calcification. The 2.5x12mm apex was again for post-dilation and inflated to 20 atms and the balloon ruptured. The physician inflated the balloon over the rated burst pressure as he did not realize he was using a complaint balloon. Following the balloon rupture the patient was initially a "bit unstable" with st elevation. The procedure was completed with the deployment of an unknown stent and post dilation with a non-compliant balloon. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).